Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause is undetermined. A review of all batch record documents was performed on h11h26138, and h11h24075 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, the home patient called in with questions regarding therapy. The patient mentioned that he had a fibrin clot about a month ago and had peritonitis and went to the hospital. On (B)(6) 2011, product surveillance contacted the facility to speak with the peritoneal dialysis nurse regarding this patient's peritonitis case. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was treated with antibiotics and is recovering. The nurse did not believe that the peritonitis was caused by baxter products or the therapy, but it was a result of a hospital visit for the patient's radiation therapy. The patient has end stage renal disease. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.